Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 195°f. The likely cause was identified as worn motor front and rear bearings. It was also noted that motor runs intermittent and very noisy. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with report of gets hot and motor working intermittently. No patient or staff impact was reported. Repair request escalated to a product event due to reason for return. On follow-up it was reported that there was no patient or staff impact.